Event description:
Senseonics was made aware of an incident where user reported a false hypoglycemia event on (B)(6) 2025 at 11:12 pm edt where user's sg was 61 mg/dl and bg was 118 mg/dl after dms review, we confirmed that on (B)(6) 2025 at 11:10 pm edt where user's sg was 61 mg/dl and no bg entered in dms. After dms review, we confirmed that the user received a low glucose alert at 11:05 pm, 5 minutes prior to the event when the sg reading was 61 mg/dl. The user didn't seek for medical treatment and hcp was not aware of the event.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a false hypoglycemia event on mar-28-2025 at 11:12 pm where user's sg was 61 mg/dl and bg 118 mg/dl where sg was confirmed on data management system (dms) and no bg was entered. The user didn't want to provide any further details. The user mentioned that issue resolved by itself and was no longer experiencing any issues. A review of the raw sensor data showed transient optical instability, which is likely due to the system stabilizing after insertion. Customer care monitored the system through 06 april 2025 and determined that overall, the bg values met the sg trends well. A review of sensor data from the two weeks following the event confirmed good agreement between sg and bg values. The user was advised to continue using the system. B4: date of this report 26 june 2025. G3: date received by the manufacturer? 26 june 2025. H3. Device evaluated by manufacturer? Yes. H6: type of investigation updated to 4121. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.